Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient experienced a symptoms of pain, bleeding/hemorrhage and blood in urine. It was unknown if the issue was resolved. The patient was hospitalized and was going back in today for a scan to rule out kidney stone. Additional information was received from the patient on 2024-aug-26. The patient stated that they had an uncomfortable pressure in their bladder area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.